Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a leak underneath the coulter ac-t series analyzer. Customer reported that the leak was not contained inside the analyzer. Customer reported that the volume of the leak was approximately 15 - 20 ml. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec customer technical support (cts) troubleshot the issue with the customer via the telephone. Cts instructed the customer to perform 3 sweep flow actions and 1 rinse action. Customer indicated the platelet parameter was failing upon startup after performing the 3 sweep flow actions and 1 rinse action. Cts instructed the customer to replace the sweep flow and the red blood cell bath check valves. Cts instructed the customer to perform 3 rinse mix and startup after changing the check valves. Customer reported that background passed, there were no errors, and no leaks were evident after changing the check valves.

Manufacturer narrative:
(B)(4).